Manufacturer narrative:
Additional information was received that the reported lead revision was a replacement of a non bsn lead with bsn device.

Event description:
A report was received that the patient will undergo a lead revision procedure for unknown reason.

Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient will undergo a lead revision procedure for unknown reason.